Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that the left ventricular lead was difficult to implant. Patient anatomy was suspected. The lead was not used and replaced with a competitor lead. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.